Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2010 for permanent contraception. Patient was complaining of pelvic pain. An ablation was performed. Essure was not removed. Product technical complaint (ptc) investigation result received on (B)(6) 2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. An ablation was performed, but essure was not removed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Considering that pelvic pain may occur with essure therapy and based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Since an intervention was performed, this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 11-jan-16: despite follow-up attempts, no response was given to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. An ablation was performed, but essure was not removed. This event was considered serious due to its medical importance and listed in the reference safety information for essure. Considering that pelvic pain may occur with essure therapy and based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Since an intervention was performed, this case was regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Further information could not be obtained.